Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge, the customer changed the cartridge and resumed insulin, however, the customer reverted to manual dose injection for insulin therapy.